Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant therapy: cpi competitor implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance gradually increased to approximately 1300 ohms since implant. Additionally, the patient requested the lead to be replaced due to the recall. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.